Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The pneumothorax was detected via fluoroscopy near the end of the procedure. The target lesion was located in the right lower lobe along a fissure and was about 8 millimeters in size. The patient recovered and was discharged the next day. The physician believed that the pneumothorax would have likely occurred via another modality as this was a high-risk biopsy due to the location of the lesion. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. The system logs were not available for review.